Event description:
This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that the device is emitting a triple chirp.